Event description:
Pt called to report adverse events after implantation of a medtronic pacemaker on (B)(6) 2013. Pt stated a day after surgery, she was back in the emergency room because the wires poked into her heart. Then, she said during repair, the wires became loose, again puncturing her heart and causing blood to go into her lungs. She said the pacemaker was explanted on (B)(6) 2013 due to infection, and she is now left with a 6 inch hole in her chest where the pacemaker was. She stated besides the blood in her lungs, she now also has clots in her left arm. She said she had 4 surgeries within 2 weeks and that something was not right with this device and she wants the FDA to be aware of this issue. She explained she is very angry because she said she could hear the rep from medtronic tell the hospital that they could not test for the type of infection. She said she was under general anesthesia and could hear what was being said. She stated her hospital discharge papers say her injuries are due to the pacemaker.